Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2011 and an xact stent was placed in the right internal carotid artery. Post-procedure, on (B)(6) 2011, the patient was rehospitalized with hyperperfusion syndrome and seizures. Computed tomography, computed tomography angiography and magnetic resonance imaging findings were consistent with increased vascularity of the right cerebral hemisphere. Hyperperfusion syndrome and seizures were treated with valium, versed, dilantin, metoprolol and heparin. The patient's symptoms resolved on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of neurological deficit/dysfunction and seizures are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.